Manufacturer narrative:
H6 (type of investigation): update b17 with b01. H6 (investigation findings): update c20 with c19. H6 (investigation conclusions): update d15 with d14. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. All dimensions were measured with no issues noted. Functional testing was also performed with no issues noted. The reported condition was not verified. The device was conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine at the connection of the female connector and the minicap; further described as ¿iodine will slowly flow out of the transfer set covered by mini cap¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.